Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment was not working as received. Although an actual temperature reading was not captured for the complaint, a root cause as to why this situation would have occurred could be determined. Bur end bearing failure; free roaming ball bearings, excessive debris most likely created friction within the head which resulted in temperature increase. Additionally, the attachment failed all production requirements with the exception for bur insertion and removal, motor connection, cap removal and color cap depth according to specification.

Event description:
In this event, a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.